Manufacturer narrative:
This report is being supplemented to provide additional information (e2, e3, h10) regarding the reported event. Additional information received identified the event occurred before a diagnostic procedure. The procedure was completed using a different device. There were no delays.

Manufacturer narrative:
This report is being updated to report the results of the investigation. New information is reported in h4, h6, and h10. Conclusions: potential cause of the b30 failure (scope communication err) include: at the time of the repair inspection, the event was not reproduced, but it was presumed that the event occurred when the video connectors were attached to the electrical contact points with dust, dirt, and other foreign objects such as the remainder of the chemical solution. Potential cause of the damaged power switch include: it is presumed that the front panel was damaged and the parts of the power switch could be removed because a large load deviating from the service conditions was momentarily applied from the off-site condition. Potential cause of the loose connection of scope connector (application of excessive stress to output connector) may include: it is presumed that the device had been about 4 years since it was manufactured and occurred due to deterioration caused by long-term use, or that the user attempted to pull the video connector without lowering the unlocking lever, or that excessive force was applied to the locking lever (video connector socket) or video connector. The instructions for use state: "before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and light source may malfunction."

Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected and the reported event was not confirmed. The unit powered for over 2 hours with the test video processor and tests scopes and the error did not occur. Additionally, the front panel and main switch of the unit are damaged. There is also a loose scope socket tab which is not protecting the socket pins. The cause cannot be determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported the unit displayed a scope communication error code. The customer can use older scopes with this unit. However, newer scopes will not work with it.